Event description:
It was reported that there were "problems with pacing/sensing" which could be due to "damage/malfunction" of the connector part of the device. Also reported was the device was close to the elective replacement indicator (eri). The device was replaced. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.